Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however blood was noted in/on helix mechanism; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, the lead wire was too thick for use with the anatomy of the patient. The lead was not used and was replaced. No patient complications have been reported as a result of this event.